Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on the device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check on the device. The philips service technician evaluated the system error log, and confirmed the issue had occurred on the device. The philips service technician evaluated but found no abnormalities inside of the device. The philips service technician proactively replaced the device's detachable battery and system printed circuit assembly board on the device. After the parts were replaced on the device, a final and run-in tests were performed on the device, along with a battery and valve checks. The device was determined to be operational, and it was cleaned.